Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," e2/e3, g2 and h3 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to damage to the image sensor unit and poor contact of the electrical connector contact pin. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3.6 inspection of the endoscopic system-inspection of the endoscopic image." The event can be prevented by following the instructions for use which state: "if bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in ccd damage. " olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on the evis lucera bronchovideoscope was occasionally not displayed and noisy during preparation for use for a bronchoscopy. Image noise happened after starting up, and after restarting, the image returned to normal.there was no delay in the procedure and the procedure was completed using a similar device. There were no reports of patient harm associated with this event. There was no patient under sedation.

Manufacturer narrative:
E1: (B)(4). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The bending section cover had leakage, the contact pin on the electrical connector was oxidized and the insertion tube was wrinkled with a slight dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.